Manufacturer narrative:
Product ID 3889-28, lot# va05ngv, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had an implantable neurostimulator (ins) and lead were removed, but a portion of the lead was left internalized. The reporter thought that one electrode was left in the patient based on an x-ray and they were trying to clear the patient for a lumbar MRI. The reason for the MRI was unrelated back surgery. It was thought that the system was removed in order to do an MRI but the reporter was unsure. At this time there would not be a lumbar MRI done due to the risk to the patient. The patient recovered without permanent impairment.